Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed a new battery cap. The customer stated that the insulin pump would power down due to the battery cap not being able to tighten as the battery cap was stripped. The customer confirmed that the issue did not result in a serious injury or hospitalization. Advised that a replacement battery cap would be sent. The customer's blood glucose was 400 mg/dl. Nothing further reported.